Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass invalid data was noted on the implantable pulse generator (ipg) remote monitoring network report. It was also reported that the right atrial (ra) lead exhibited far field r wave oversensing. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.